Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device and procedural sheath were returned for physical evaluation. Visual inspection of the procedural sheath revealed that its distal tip was damaged. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a pin hole in the balloon, approximately 5.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, it is possible that the damaged procedural sheath's distal tip may have contacted the balloon, potentially contributing to a tear in the balloon. However, the root cause of the pin hole could not be conclusively determined. The review of the lhr (f1512101) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: it was a female patient. Left common femoral access. The balloon was inflated in the vessel with no issues. After pull back the sealant was delivered into the sheath and upon unsheathing of the sealant, the balloon came out through the artery. The sealant did not deploy in the groin. Manual pressure was held for 10 minutes to achieve hemostasis. The balloon was tested again on the back table and a pin size hole was noted with saline leaking. There was no visible presence of pvd/calcium. There were no patient consequences. Procedure type: intervention peripheral vessel size: 7 mm sheath size: 6f stick location: medium.